Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer experienced low blood glucose of 46 mg/dl. Caller reported that healthcare professional need to check patients records due to low blood glucose. Caller was requesting assistance with connecting to carelink. Caller was advised that troubleshooting could be performed to verity that low blood glucose was not due to insulin pump. Caller reported that she did not think low blood glucose was due to insulin pump. Customer's blood glucose at the time of call was 114 mg/dl.